Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left high resolution stereo viewer (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis but the reported failure could not be reproduced. However, the error/fault was confirmed via error logs/system logs. During a procedure the surgeon side console (ssc) left eye vision was flickering and going black. The technical support engineer (tse) found error 119 in the onsite logs, which indicates low current on the hrsv. The surgeon continued with the case robotically, no reports of patient injury. It was confirmed over logs that error 119 occurred frequently on system sk4524. The unit was installed onto the test xi system and on startup unit showed normal behavior. The system was left idle for 20 minutes and monitored every 5 minutes for changes in status. The system was power cycled 10 times to check for instance of error with no trouble to report. The complaint was not confirmed based on the failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left high resolution stereo viewer (hrsv) monitor to resolve the issue. The fse also reseated the generic power distribution (gpd) in the surgeon side console (ssc) to resolve error 119 in the logs. The system was tested and verified as ready for use. Isi has received the da vinci product involved with this complaint to perform failure analysis. As of the date of this report, the failure analysis testing is still in progress.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon side console (ssc) left eye vision was flickering and going black. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found error 119 (low current) against the ssc high resolution stereo viewer (hrsv). The tse asked the operating room (or) staff to cycle the system power. The surgeon was unable to cycle the system power at the time. The surgeon continued with the case robotically. There were no reports of patient injury.